Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report when we receive the actual device.

Event description:
Per the information provided, when the doctor tried to prime the tenex handpiece (tx microtip), a water path blocked failure message flashed on the tenex console. Every time tried, the tenex console gave the same failure message. The reported failure caused a 30-min delay of the procedure. The doctor used another tenex console to complete the procedure on an elbow.